Event description:
It was reported that the pt and family heard the pump making noises; sounded like a critical alarm. This had occurred a few weeks ago and again last week. The pump logs indicated multiple motor stalls and recoveries between 2 consecutive days in 2009. The pt experienced increased spasticity the pump was explanted and replaced 4 days later. It was reported that at the time of replacement, pump interrogation stated the pump should have 17.8ml and approx 17 ml was removed. There was good cerebrospinal fluid flow at replacement. There was no pt injury and the pt recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.